Manufacturer narrative:
(B)(4). Title comparison of laparoscopic radiofrequency ablation versus open resection in the treatment of symptomatic-enlarging hepatic hemangiomas: a prospective study source surg endosc, volume 30, 2016 (756¿763) date of publication: 27 june 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed february 2011 to february 2014,32 patients underwent laparoscopic radiofrequency ablation (lrfa). All ablations were performed using the cool-tip radiofrequency cluster electrode. An adverse event were observed in the lrfa group: transient renal damage (1). No severe morbidities requiring reoperation or mortality occurred. No long-term complications or hemangioma recurrence was observed.